Event description:
It was reported that balloon rupture and balloon detachment occurred. The stenosed target lesion was located in the mildly tortuous left external iliac vein. After deployment of venous wallstent, an xxl/16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured. The physician pulled the balloon prior to fully deflated and the balloon tore. The shaft also broke. After removal, it was noticed that a portion of the balloon was not there. Most of the balloon was removed with a snare and an additional stent was placed to jail remaining balloon off. The procedure was completed and no patient complications were reported. It was further reported that the shaft did not break. The device was inflated once at 5 atmospheres. The patient did very well and has been seen for follow up post procedure.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The stenosed target lesion was located in the mildly tortuous left external iliac vein. After deployment of venous wallstent, an xxl/16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured. The physician pulled the balloon prior to fully deflated and the balloon tore. The shaft also broke. After removal, it was noticed that a portion of the balloon was not there. Most of the balloon was removed with a snare and an additional stent was placed to jail remaining balloon off. The procedure was completed and no patient complications were reported.